Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2013-(B)(6), product type lead product ID 37754, serial# (B)(4), product type recharger product ID 37746, lot# serial# (B)(4), product type programmer, (B)(4).

Event description:
It was reported that the patient fell the week prior and felt that the stimulator had shifted in the pocket. The stimulator was almost poking out. It was noted that the patient had pain and less than 50% therapy relief. The patient had a change in stimulation; the patient felt like it would ¿quit working¿ and would start again when she moved. The patient was redirected to her physician. Additional information was requested, if received, a follow up will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient met with a company representative for reprogramming. After the fall, the patient also experienced shocking. Stimulation was clarified to be erratic and only working intermittently. The device was found to be recognizing orientation incorrectly. The device was reoriented and all positions were checked and adjusted as needed. The patient was getting good therapy. The patient¿s status was documented as alive with no injury or adverse event.